Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Through log file analysis intermittent loss of external power events were active on (B)(6) 2022 from 01:09:28 to 01:18:17 that were coincident with no external power, low power hazard, and power cable disconnect alarms. This event appears to be due to a loss of ac power while connected to the mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 3 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). Intermittent loss of external power events were active on (B)(6) 2022 from 01:09:28 ¿ 01:18:17 that were coincident with no external power, low power hazard and power cable disconnect alarms. This event appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected by these events. The backup battery supported the system without any issues. There were no other notable alarms active in the log file. The mpu will not be returned for analysis. The root cause for the no external power alarms was due to the patient¿s home losing power; however, a root cause for the loss of power was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number:(B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 18jan2021. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided stated that the mpu had a v-lock connecter on the ac power cord, and that the loss of power was due to the patient¿s home losing power.